Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant potassium (k) result. The customer ran quality controls (qc) after repeating the patient sample, and results were low. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse found a leak on the pin of rotary valve's head and inconsistent rotary valve motor steps. The cse replaced the rotary valve. And replaced it. The cse checked sample alignment, diluent motor titration, and solenoid valves, which passed diagnostic testing. The cse ran precision testing, which resulted within specification. The instrument passed a diluent check and qc. The cause of the discordant, falsely low potassium (k) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The patient was contacted and sent to the emergency room, where they were retested and the result was normal. The sample was reran on another dimension exl instrument, resulting higher. A corrected report was not provided to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant potassium result.